Event description:
Caller reports that during a correlation study the following coaguchek s)/laboratory results were obtained: 2.6 inr/1.97 inr; >8.0 inr/ 5.44 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.